Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch. (B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoro between the proximal and distal coils. Noise was noted. Patient was asymptomatic however lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 6.8-10.0cm from the tip electrode. Internal insulation abrasion was found at 29.0-29.5cm from the distal tip electrode. The etfe coating was intact at these locations. External insulation abrasions were found at 7.0- 7.3cm and 8.0-8.3cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was visible at the same location. This is consistent with the observation from the field of noise if the lead were to come in contact with the ICD can.